Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part number: 04.161.001. Lot number: 66p7119. Manufacturing site: mezzovico. Release to warehouse date: 11 aug 2020. A manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the surgeon used the plate bending tool on the occipital plate causing it to over bend. When the surgeon then attempted to bend the plate back, it caused the plate to snap. There was a surgical delay of two minutes reported. Another unknown plate was used to complete the procedure. No further information provided. Concomitant device reported: unknown plate bender (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) ti occipital plate-medial 50mm width. This is report 1 of 1 for (B)(4).